Manufacturer narrative:
The following fields have been updated due to additional information: after further evaluation of the complaint, it has been determined that the previously submitted report 8982567 was sent in error. Complaint captured under report 9086814 MFR#9616656-2023-01119. MFR#: 2243072-2023-01780 is void as a result.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles were not delivering medication. The following was translated from portugese to english: the patient's husband gets in touch to inform that in all boxes of bd ultra-fine 4mm needles, around 5 to 10 needles do not work. When carrying out the flow test, the "droplet" does not come out. When the deviation occurs, change the needle and normally apply insulin (tresiba) with another needle. It mentions that two needles in a row have never presented a possible quality deviation (difficulty ejecting insulin in the flow test). It has 10 samples for collection. I did not have the batch from the last box during the service. Information will be sent via email.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles were not delivering medication. The following was translated from portugese to english: the patient's husband gets in touch to inform that in all boxes of bd ultra-fine 4mm needles, around 5 to 10 needles do not work. When carrying out the flow test, the "droplet" does not come out. When the deviation occurs, change the needle and normally apply insulin (tresiba) with another needle. It mentions that two needles in a row have never presented a possible quality deviation (difficulty ejecting insulin in the flow test). It has 10 samples for collection. I did not have the batch from the last box during the service. Information will be sent via email.

Manufacturer narrative:
H6 investigain summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10

Event description:
It was reported that the bd nano¿ 2nd gen pen needles were not delivering medication. The following was translated from portugese to english: the patient's husband gets in touch to inform that in all boxes of bd ultra-fine 4mm needles, around 5 to 10 needles do not work. When carrying out the flow test, the "droplet" does not come out. When the deviation occurs, change the needle and normally apply insulin (tresiba) with another needle. It mentions that two needles in a row have never presented a possible quality deviation (difficulty ejecting insulin in the flow test). It has 10 samples for collection. I did not have the batch from the last box during the service. Information will be sent via email.